Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p70-77 that has a similar product distributed in the us, list number 7p70, with 510k/PMA/bla number k173122.

Event description:
The customer reported falsely elevated alinity I free t4 results generated on the alinity I am processing module. The following data was provided (customer¿s reference range: 9.01-19.05 pmol/l): initial free t4 result = > 64.35 pmol/l (inconsistent with the patient¿s medical history). Repeat free t4 result = 16.00 pmol/l. There was no impact to patient management reported.

Event description:
The customer reported falsely elevated alinity I free t4 results generated on the alinity I processing module. The following data was provided (customer¿s reference range: 9.01-19.05 pmol/l): initial free t4 result = > 64.35 pmol/l (inconsistent with the patient¿s medical history). Repeat free t4 result = 16.00 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of the complaint lot was reviewed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 70400ud03, however, in-house performance testing was completed with reagent lot 70400ud00 (same bulk material as reagent lot 70400ud03). Testing met acceptance criteria which indicates the product is performing as expected. The device history record was reviewed and did not identify any nonconformances or deviations associated with list 7p70 in relation to the compliant issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent lot 70400ud03 was identified. Section d3 suspect medical device was updated for the email. Section g1 all manufacturers was updated for the mfg site email.